Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The international customer reported that the device would not go into diagnostic mode. No patient or user harm was reported.